Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-10367. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial and right ventricular leads both exhibited low sensing and high capture thresholds. A chest x-ray revealed lead dislodgement and upon further examination it was observed that the slack of the leads had lessened. The physician suspected that the dislodgement occurred due to the lack of slack in the leads as well as the size of the patient. It was noted that the patient was not symptomatic to the dislodgement event. Both leads were repositioned on (B)(6) 2019. The patient was stable throughout the procedure.